Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the reservoir tube, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported by the customer's mother, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 300 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional info was provided.